Event description:
New information received indicates that a programming change was performed, and there were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Further information was requested but not yet received.